Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator froze during a pediatric emergency. The patient was removed from the ventilator and placed on another revel. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire medical failure analysis lab technician was unable to verity the customer's reported issue. The revel ventilator passed 282 hours of extended bench testing at the customer's settings. The ventilator passed the initial final test and initial alarm volume test, which includes many alarm and ventilation functions. The device passed all testing and met all vyaire manufacturer specifications.